Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a false measurement of temperature, wherein the catheter temperature was 36.4 and in the control rectally 39.5, then a further temperature control was performed in the groin with a result of 39.0. No reported patient outcome.